Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. However, it was reported that, approximately 16 years post implant, the patient presented with right lower quadrant pain that was ongoing for weeks. A CT exam revealed migration of the stent and a type ia endoleak. It was stated that the patient has pancreatitis also. It was reported that 3 months later, the physician elected to explant the aneurx stent graft and successfully performed an open repair. Per the physician, the cause of the pain was likely due to pancreatitis. Per the physician, the cause of the migration is due to an increase in aneurysm size to 26 mm at the renals and an increase to 31 mm, distal to the renals. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information received in relation to this case: reported that the device was discarded by the facility post explant. Currently patient is alive but having difficulty with renal failure and ards.. Films review summary: three (3) still CT slice images from a unknown post-implant study date revealed that an aneurx stent graft system had been implanted in the patient. The bifurcate appeared to have migrated into sac and there was a proximal type I endoleak. A distance of 16mm was noted from the left renal artery to the top of the aneurx bifurcate fabric; no other measurements were seen and no scale was noted on the films. The single transverse slice returned showed the oval-shaped bifurcate with contrast seen along the posterior-right side of the device which was unopposed to the aortic wall. The sagittal slice image revealed that the bifurcate aortic body and limbs were essentially straight. Non-contrast imaging did not allow assessment of limb patency. Per the reported event, the aneurysm diameter measured 26mm at the renal and 31mm distal to the renals. Films prior to implant and earlier post-implant images were not available. The cause could not be determined; however, it appears likely that disease progression (aortic dilatation) and a conical-shaped neck contributed to the migration leading to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.